Event description:
It was reported that the device showed the gray longevity bar at implant. The device was implanted and reinterrogated three hours after the implant and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.